Event description:
The patient reports that the lead shocked him 10-12 times and was malfunctioning. He states the lead was capped and replaced. No patient complications have been reported as a result of this event. Further information received on the event indicates the patient presented to the ER, and interrogation detected noise. The lead was replaced the next day. Additional information on this event indicates lead fracture and oversensing noted. The lead was capped and replaced.

Manufacturer narrative:
The patient reports that the lead shocked him 10-12 times and was malfunctioning. He states the lead was capped and replaced. No patient complications have been reported as a result of this event. Further information received on the event indicates the patient presented to the ER, and interrogation detected noise. The lead was replaced the next day. Additional information on this event indicates lead fracture and oversensing noted. The lead was capped and replaced. No conclusion can be drawn lead(s), fracture of oversensing performance, shock, inappropriate device failure defective device.